Event description:
Developed an infection on her face 4 days post treatment. Treated with augmentin. Infection dried up.

Manufacturer narrative:
The portrait psr does not contact the patient during use. Product information includes the following risk: following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician.